Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, it was reported that the device failed at the hub. It should be noted that no actual complaint description was provided. The procedure was completed with another device.